Event description:
The balloon tore off shaft in vivo and remained in patient's iliacs. Removed via cut-down. Additional information received from the facility indicated that the patient is fine and suffered no additional adverse sequela associated with this incident.